Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became warm to touch while charging. The customer's blood glucose level was 200 (mg/dl). Reportedly, there were no temperature alarms observed.